Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event is an adverse event only complaint sample was evaluated and the reported event was not confirmed. Visual inspection found scratching and a large scuff near the smooth, proximal end of the stem. Dislocation and debris were observed in the porous coating. Light scratching was found on the distal end of the stem. No thread damage was noted. The returned screw exhibits wear rings around the taper of the head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301331 ¿ arcos cone ¿ 714580; 650-0663 ¿ delta femoral head ¿ 2018051120; 00875101136 ¿ hxpe liner ¿ 63868565; 00625006540 - trilogy bone screw ¿ 64102719; 00875705202 ¿ continuum shell ¿ 63901926. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03601.

Event description:
It was reported that patient underwent a hip revision approximately 2 weeks post implantation due to periprosthetic fracture. During the procedure, a screw securing the proximal body to the distal stem was not present. The screw was found in the patients acetabular and removed. There was not damage or impact to the acetabular components. Attempts have been made and additional information on the reported event is unavailable at this time.